Event description:
The pt was reportedly experiencing overly loud stimulation followed by loss of sound. External equipment was exchanged; however, the issue did not resolve. Surgery to explant pt's device is scheduled.